Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 45 mm diameter abdominal aortic aneurysm. It was noted that the patient's anatomy was not suitable for a stent graft implant. It was reported that during the index procedure, a type ia endoleak occurred. An endurant ii aortic extension stent graft was implanted as treatment, however the endoleak was not resolved. As per the physician, the cause of the event was related to the patient's vessel morphology, due to the short, reverse tapered aortic neck. No additional clinical sequelae were reported and the patient will be monitored.